Manufacturer narrative:
The express bolus and easy bolus buttons were used and there was no unexpected rewind on the insulin pump. The device passed the displacement, rewind and basic occlusion tests. There was no rewind anomaly during testing and no motor error alarm. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The occlusion and excessive no delivery tests were unable to be performed due to prime/fill anomaly. The motor passed the motor test. The insulin pump had a scratched display window, cracked case at the display window corners on the lower left and right corners and finally a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and motor error alarm on the insulin pump. Customer's blood glucose reading was 547 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the insulin pump was exposed to an x-ray. Customer advised they were able to rewind the insulin pump. Customer advised they pressed the bolus button and the insulin pump began to rewind itself. Customer advised the motor error alarm occurred more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.